Manufacturer narrative:
One cadd legacy 1 pump was returned for evaluation. There was no evidence of the reported issue in the event history log. A functional check was conducted and the pump was also visually inspected. The reported "cassette lock loose" issue was able to be replicated. The coin latch/lock was slightly loose when latching a cassette. The coin latch/lock assembly will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump's cassette lock was loose during testing. There was no patient involvement.